Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and indicated atrial oversensing. Atrial lead impedance became infinite in the week before (B)(6) 2014. Far field oversensing has been noted during the atrial tachycardia/atrial fibrillation episodes on (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had no capture, high impedance and oversensing was noted on real-time telemetry. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.